Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arterial fistula of the upper limb. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the procedure, the device burst. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was severely stenosed. The balloon ruptured during first inflation at 20 atmospheres for few seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arterial fistula of the upper limb. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the procedure, the device burst. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.